Event description:
It was reported in a service report that the scale/bed exit was not working properly. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Foot end load cell failed.